Manufacturer narrative:
A field service engineer from quest medical will travel to the facility to evaluate the device. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console displayed error code 284 "is there air in heat exchanger" multiple times in the last three cases. There were no reported patient complications resulting from the alleged issue.